Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering amount of insulin programmed. Customer's blood glucose was 227 mg/dl and 110 mg/dl. Troubleshooting was performed for high blood glucose. During troubleshooting, it was found that infusion set had champagne size air bubbles. Customer would call back to continue troubleshooting.